Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under delivery anomaly noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label fading, end cap address label fading, and pillowing keypad overlay. The pump passed all functional testing. Under delivery and high bg anomalies are not confirmed. The formatted history file list the following manual programmed bolus deliveries for 10/31/2021: 10/31/2021 01:57 bolus wizard normalbolusamountprogrammed = 1.375 bolusamountdelivered = 1.375 10/31/2021 09:20 bolus wizard normalbolusamountprogrammed = 14.525 bolusamountdelivered = 14.525 10/31/2021 11:52 bolus wizard normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1 10/31/2021 13:17 bolus wizard normalbolusamountprogrammed = 4.725 bolusamountdelivered = 4.725 10/31/2021 16:10 bolus wizard normalbolusamountprogrammed = 0.825 bolusamountdelivered = 0.825 10/31/2021 18:55 bolus wizard normalbolusamountprogrammed = 5.225 bolusamountdelivered = 5.225 10/31/2021 22:03 bolus wizard normalbolusamountprogrammed = 1.825 bolusamountdelivered = 1.825 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.